Event description:
The patient was experiencing low voltage alarms in the morning on several days. His pm cable was replaced and the "suspect" cable (l/n 34937270211) was returned to thoratec on (B)(4). They found compromised inner conductors in cable.